Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was nearly 400 mg/dl since yesterday 6pm. The patient's changed her infusion set three times; however, the patient's blood glucose still increased to 517 mg/dl. The patient treated via insulin pump bolus and her blood glucose decreased to 199 mg/dl by the time of call. During troubleshooting there were no insulin pump anomalies noted. The insulin pump passed the high pressure test. The insulin pump was not returned for analysis.